Event description:
It was reported that the arterial blood pressure using edwards transducer kit was reading 120/70. The map was 100. The patient in question had just had cardiac surgery and the requirement post op was to keep his mean pressure between 70-80. Based on the arterial reading a number of infusions were commenced to address the patients hypertension and these infusions were titrated upwards to try and bring down map reading. No response was seen even with the various therapy and a non invasive bp cuff was put on the patient and it read 75/43 on one arm and 71/40 on the other arm. The cable was then changed on the transducer kit and the abp then correlated with the non invasive measurements. All the infusions were stopped and patient as monitored closely. The patient has recovered and suffered no adverse complications due to this episode. The hospital are very concerned that this occurred and they would like a thorough investigation of the whole incident.

Manufacturer narrative:
The device was not received for evaluation.